Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose value was 58mg/dl. Customer did not want to troubleshoot and ate snack. Customer stated that numbers were ramping on their own, the scroll bar is moving with no input and there was no response from any button. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump passed leak test. The pump was received with all buttons responding properly. No display ramping on its own anomaly noted. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted.